Manufacturer narrative:
Replacements were sent to the customer. Cx/lx ggt kit information: part number: 476846; lot number: z006038; date of manufacture: 06/30/2010; FDA code: jqb; product code name: kinetic method, gamma-glutamyl transpeptidase; device class: class I; classification panel: clinical chemistry; c.f.r. Section: 862.1360 - gamma-glutamyl transpeptidase and isoenzymes test system.

Event description:
Customer contacted beckman coulter inc., (bci) stating that they received cx/lx aso kit and cx/lx ggt kit leaking. No injury was reported on this issue.